Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Reportedly, the customer used pump supplies for 3 days with humalog insulin. Tandem technical support educated the customer the cartridges should be changed every 48 hours.